Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit made a big flash while fse performing a safety test during a routine service and found the power entry module and power cord are burnt. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit made a big flash while fse performing a safety test during a routine service and found the power entry module and power cord are burnt. The device was not in use on a patient at the time of the event.

Event description:
It was reported that the unit made a big flash while the fse was performing a safety test during routine service. There was no patient involvement.